Manufacturer narrative:
The adhesion values of returned and retained samples were comparable indicating that there was no gross difference between the retains and returned product. A review of incoming material also confirmed that the adhesive tapes used to manufacture the dilator were within specification. Aso is waiting to hear back from the consumer to determine if the consumer had pre-existing conditions that may have led to the reported issue.

Event description:
Consumer reported that one strip peeled off the skin on her nose after using the product for over a week. Consumer reported she experienced burning sensation for several days, some bleeding and scabbing, as well as pain.